Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is not holding to the stand. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was provided with the part ID for the v60 universal stand thumbwheel and bottom foot kit.